Event description:
Pa [physician assistant] [redacted] using vasoview hemopro 2 disposable kit to harvest saphenous vein for CABG [coronary artery bypass graft] with dr [redacted] in [redacted]. Stated that it seemed like the inner part was blocked and she could not pass one piece into another easily. A screw was found to be sticking out on the bisector. She requested another disposable kit, and the first kit was taken off the field, labeled, bagged and will be placed in the cabinet in the "dirty" elevator room. Kit is manufactured by getinge, ref # vh-4000, lot 3000496814, expiration date 08/05/27. Cardinal health case #[redacted] assigned on [redacted]. Manufacturer response for vein harvester, vasoview hemopro 2 (per site reporter). Cardinal health case #(B)(4) assigned on [redacted].